Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a hemostasis of varicose veins procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. A second speedband superview super 7 was used; however, still the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 24, 2023: it was reported that the exact type of procedure performed was ligation. Additionally, there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 has been updated based on the additional information received on may 24, 2023. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the handle and the trip wire did not present problems. The handle showed marks suggesting that the trip wire was secured. The bands were not damaged. The returned suture was cut, possibly during the device removal from the scope. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, there was no damage on the bands or ligator head teeth. The handle had no problems and it worked as intended. In addition, the trip wire was secured, and the suture was returned cut into two points. This suggest that it was cut to remove the device easily from the scope, and this is not considered a problem. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a hemostasis of varicose veins procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. A second speedband superview super 7 was used; however, still the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.